Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 119 cm 6fr r2p destination sheath and dilator along with the card hoop were received for product evaluation. The sample was returned with the sheath and dilator mated to the card hoop. The card hoop was found to be bent on the right side near the sheath hub. The sheath and dilator were not nested inside the holders on the card hoop. Visually inspection revealed that a kink was noted at the strain relief at 1.6 cm from the hub. No other anomalies or damage was noted on the sheath. The dilator was subjected to visual analysis as well and no damage or anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the mishandling of the card hoop while removing it from the outer packaging box caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon opening the r2p destination slender packaging, the sheath appeared to be kinked near the hub. The sheath was never removed from the packaging and used in the procedure. They opened a new sheath and it had no visible issues. The patient's condition was good. The device was not used on patient or in the procedure. There was no patient injury, medical/surgical intervention required.